Manufacturer narrative:
On 12 april 2016, it was found out that the below reported information was wrongly submitted on 24 february 2016 under MDR 2015-00381 fu1, instead of 2015-00380 fu1. On 05 february 2016, the r&d project manager performed a visual inspection and commented as follows: the pedicle screwdriver broke at the torx tip. Fragile failure, likely related to excessive torque applied during screwing of the pedicle screw. The user confirmed that the bone quality was good and that he used a bone tap. However, a ø7mm tap was used for a ø8mm screw. Therefore the implant site was unsufficiently prepared and the insertion torque was likely above the expected value. The event can be addressed to a user error. No damage for the patient, all fragments were retrieved and the surgery was successfully completed with the second driver included in the standards set. On 22 february 2016, it was prepared a final report with the information submitted in the initial report and in this report. On 24 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 21 dec 2015 it was added the following: the surgeon used the 7mm tap with 8mm pedicle screw. The surgeon used the tap to redirect the screw and the bone was good quality. The fragments were so small they were drawn with vacuum. The screw fixation was excellent. Batch review performed on (B)(6) 2016: lot 1410875e: (B)(4) items manufactured and released on (B)(6) 2015. No anomalies found related to the issue. One similar event reported for the same lot (MDR 2015-00359). Not yet received.

Event description:
During screw tightening screwdriver tip broke. No critical delays were observed and all fragments were retrieved from the patient.